Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: used 1 x femoral ivc filter, physician claimed it was defective. Removed ivc filter and attempted to place a new one. Physician also claimed this ivc filter was defective. Removed. (This complaint) the first one was not used; it came out of the package deformed. The second one was caught in the sheath never deployed. They removed the sheath with the filter stuck in it. When deploying, filter broke through the sheath while advancing, patient was not harmed but had problems getting hemostasis in the groin. Filter not deployed. Patient outcome: no adverse events toward the patient. Case completed by successfully deploying a cook medical celect platinum jugular ivc filter.